Event description:
It was reported that during attempted insertion of the iab through an introducer sheath, both devices kinked. Because of this, the assembly was removed. There were no pt complications.